Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the problem was due to a faulty plunger spring. Replaced the plunger spring on latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, when nurse tried to remove medication for a patient. The required medications were retrieved from a different station or pharmacy to prevent patient care delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, when nurse tried to remove medication for a patient. The required medications were retrieved from a different station or pharmacy to prevent patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty plunger spring. A field service engineer replaced the plunger spring on latch assembly to resolve the issue. The system functioned as intended.